Event description:
It was originally reported that there was a problem with the pt programmer. The light that shows internal battery was blinking. It was later reported that the pt experienced stimulation in the wrong location following a fall 2 weeks ago. The details of the fall were unk. The neurostimulator (ins) light was blinking. The pt was unable to adjust stimulation. The ins was nearing end of life. Add'l info has been requested.

Manufacturer narrative:
(B) (4).